Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery followed by motor error. The patient's blood glucose at the time of incident was 2.1 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. However, the device had alarmed motor position encoder error. The device was also unable to complete the rewind process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly. No keypad anomaly and no damage were found on the keypad traces noted. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted; the motor was tested outside the device and passed. Pump passed self-test, a21 test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.